Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On march 19, 2026, senseonics was made aware of an unsuccessful eversense sensor removal. Follow-up contact with the user confirmed that an attempted sensor removal was performed on (B)(6) 2026 by a healthcare provider. The incision was made; however, the sensor could not be successfully removed. The sensor was implanted in the right arm.